Event description:
It was reported that the device was stuck in the popliteal artery. The target lesion was located in the popliteal artery. A 2.00mm peripheral rotalink® plus was selected for treatment. During procedure, it was noted that the device was stuck in the popliteal artery. The device was then pulled out from the patient's body. The procedure was not completed due to the event. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).